Event description:
2026-feb-16: (B)(4): information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the recharger was not making contact with implant. The patient mentioned when they move the recharger, it was not making good connection and not charging the implant properly. The patient said they had to sit very still while charging the implant otherwise the recharger would disconnect. The patient also mentioned they often had to charge the recharger for couple of hours. The patient said the recharger randomly shuts off when they were charging the implant. The patient was on their way to work and said they would callback with the handset for troubleshooting. The patient called back reporting the same issue. The agent reviewed and assisted the patient with troubleshooting their r echarger. The patient was able to connect and charged their implant. The patient also advised they would have a visit with their urologist to discuss removing their implant as charging was becoming a hassle. Additional information was received on 2026-04-15, and the patient stated that the external battery needed a recharge and did not work, and now they need surgery to remove it.

Manufacturer narrative:
Continuation of d10: product ID wr9200 lot/serial# (B)(6). Product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.